Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) information received indicated device exhibited pacing issue, and blanking period sensing issue. It was also reported that the ipg exhibited intermittent and no capture. The ipg remains in use. It was also reported that the right ventricular (rv) lead exhibited intermittent loss of capture, undersensing, and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.